Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleges the pump is over-delivering. The customer experienced hypoglycemia and was treated with glucose tablets and a disconnected pump. The customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 72 mg/dl, and the blood glucose value was 124 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 52 mg/dl. The event involved product(s) mmt-441ag, mmt-7040ma, mmt-342, and mmt-1884. Troubleshooting was partially performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the low blood glucose. The customer has been using the insulin pump system within 48hours of a reported low blood glucose event. The customer was using the auto mode/smartguard feature active at the time of a low blood glucose event. No further patient complications were reported. Mmt-441ag return requested, and the customer agreed to return the device. No product return is required for mmt-7040ma. Mmt-342 return requested, and the customer agreed to return the device. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 return requested, and the customer agreed to return the device.